Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 493 mg/dl at the time of incident. Customer stated that the blood glucose went high while sleeping and unsure why, they changed the set and reservoir and his blood glucose continued to go high. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that displacement test and self-test was passed. Customer declined to further troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.